Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation. A visual inspection was performed which observed small holes in the patient line. Functional tests were performed which included leak, clear passage, and clamp function tests. The functional tests revealed leaks on the patient line due to several small holes. The reported condition was verified. The cause of the condition could not be determined however, a possible cause appears to be chew marks. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked from the patient line. The patient was connected at the time of the event. This occurred during dwell one of seven of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.